Event description:
The patient contacted lifescan and alleged the one touch ultra meter was reading inaccurately erratic. The readings were 49 mg/dl and 107 mg/dl taken within 10 minutes. The patient did not report symptoms of high or low blood glucose and no medical treatment was sought. The customer care representative performed troubleshooting and 2 control solution tests were not within range. The test strips and control solution were replaced and return is expected. The issue is reported as a strip malfunction.